Event description:
A malfunction alarm coded malf 16 was reported with no notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to revert to a multiple daily injection (mdi) as a backup therapy and was informed about the process to return the pump. A replacement pump was arranged under warranty, and the customer acknowledged understanding of storage and return instructions.